Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia empty container leaked during setup. The pharmacist stated that when inserting the needle in the injection port the needle barely touched the bag but would slice it open as the bag was very thin. There was no patient injury or medical intervention associated with this event. No additional information is available.